Event description:
It was reported the coagulation function was low and slow. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 to (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors and in the open circuit configuration. The reason for return could not be confirmed. The generator delivered coag correctly into rated loads and in the open configuration. The unit passed final testing and was recertified for use.